Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of follow-up examination and identification of aneurysm enlargement is unknown, but was reported as in (B)(6) 2020, the date of event has been estimated as (B)(6) 2020. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017 the patient underwent endovascular treatment of a 55mm abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date in (B)(6) 2020, a follow-up exam revealed aneurysm enlargement. Reportedly the aneurysm had grown from 55mm to 59mm due to a suspected type ii endoleak originating from the patient's lumbar artery. The physician stated that an open surgery will be performed to treat the suspected type ii endoleak.

Manufacturer narrative:
H.6. Investigation conclusions: code d15 (cause not established) remains unchanged . H.6. Investigation conclusions: code d12 (known inherent risk of device) remains unchanged. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the IFU informs users of the risks associated with type ii endoleaks, and users are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. H.6. Health effect - clinical code updated.

Event description:
On (B)(6) 2023, CT imaging revealed further aneurysm enlargement (amount unknown). A reintervention was planned for a later date. The physician reportedly stated that the proximal landing zone had shortened due to the aneurysm enlarging proximally. On (B)(6) 2023, the reintervention was performed. Reportedly, the physician planned to place an aortic extender component proximally to prevent a proximal type I endoleak and device migration, followed by subsequent aneurysmorrhaphy. However, prior to the aortic extender component being inserted, the patient's blood pressure reportedly decreased. The cause of the blood pressure drop was unknown. It was reported that the patient's blood pressure gradually stabilized. The aortic extender component was implanted successfully, it was confirmed that the device was free from endoleak, and aneurysmorrhaphy was performed as planned. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation conclusions: code d12 remains unchanged h.6. Investigation conclusions: code d15 removed.